Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was damage to the usb port of the pump, which caused the pump to be unable to be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The issue persisted across multiple usb cables. The customer's blood glucose (bg) level was 156 mg/dl and the customer also indicated that the issue did not impact the bg level. Reportedly, the customer had an alternate pump available for insulin therapy.